Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 15 months post implant of a bifurcated device and a fenestrated stent graft implanted proximal to the bifurcated, a distal endoleak was identified. Reportedly, a CT scan revealed an endoleak that appeared to be coming from behind of the left iliac artery. It also appeared that the aorta had remodeled from the time of the initial implantation and might have contributed to the development of the endoleak of the left iliac. The fenestrated device did not seem to be fully opposed to the aortic wall as well. The physician elected to bring the patient back and implanted an additional bifurcated device and a limb extension on the left iliac, which resolved the endoleak. The patient was reported to be doing well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of imaging studies. There was adequate medical documentation and there were suboptimal imaging studies available for this review. Product use was incongruent with the IFU due to: the complex, four vessel stenting (sma, celiac, and bilateral renals) in conjunction with a competitor's proximal cuff for the treatment of a juxtarenal aneurysm. This complex repair required more than the usual instrumentation necessary for most infrarenal aortic repairs, which might have contributed to this event. There was substantiated evidence of a type iii-b endoleak at six months post implant. There was also poor stent in stent apposition at the inferior margin of the proximal cuff, which appeared to be the start of the endoleak and communicated with the larger contrast pool anterior to bifurcation. At this level, there was evidence of a partial stent collapse, as well as a jetting calcification. Nine months later (15 months post implant) the endoleak and partial stent collapse continued to evolve. The secondary procedure was substantiated. There was procedural success and the patient was discharged home on the fourth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.